Manufacturer narrative:
Additional excluder components included in this report: (B)(4). Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts.

Event description:
On an unknown date, the patient was implanted with a guidant ancure endograft to treat an abdominal aortic aneurysm. On (B)(6) 2010, the existing stent-graft system was re-lined with five gore excluder aaa endoprostheses to treat endotension. On an unknown date, imaging detected endotension contributing to aneurysm enlargement (aneurysm measured 7.43 mm, amount of growth unknown). On (B)(6) 2013, the system of devices was explanted, and the aneurysm was surgically repaired. The patient tolerated the procedure.